Event description:
I'm having a major problem with my codman shunt maintaining its setting and I still haven't heard anything from my state, the FDA, etc, I saw my surgeon's np last friday who only confirmed the shunt changed from 150 to 100. She wouldn't even try to reset it (bad history - took 5 trys once) and is making me wait to see the surgeon in 2009. My walking, etc is affected.